Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Functional testing of the returned product found the device would not power on with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. Visual inspection found the device was returned used, bloody, and with the tubing removed. No damage to the battery wiring or other related damages were found. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign : japan.

Event description:
It was reported that during surgery, the unit did not work. The product did not operate in either high or low mode. When they checked the inside of the battery pack, they confirmed that one of the eight batteries was leaking. After replacing the battery pack with a good one, it started working again. There was no patient harm or injury. There was no medical intervention. There were no reports of inadequate saline bag placement. There was no surgical delay reported. Due diligence is complete, there is no additional information provided.